Manufacturer narrative:
Initial and final MDR 1898446 - MDR 3003442380-2024-11111 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar events of kinked cannula with two infusion sets. The symptoms were noticed within 3 hours of insertion. The site of insertion was reported to be abdomen for all the events and was rotated regularly. Patient replaced infusion set and resumed insulin successfully for all events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.